Manufacturer narrative:
The investigation has determined that higher than expected results were obtained from a non-vitros biorad quality control using vitros chemistry products potassium (k+) slides lot: 4102-1201-0548 processed on a vitros 4600 chemistry system. The assignable cause of the higher-than-expected vitros k+ results is suboptimal calibrations. The parameters for the calibrations used at the time of the event were determined to be suboptimal compared to the database values. The cause of the suboptimal calibrations is user error as the customer was using vitros calibrator kit 32 fluids while programming the calibrations on the instrument for vitros calibrator kit 2. Following a recalibration event using vitros cal kit 32 fluids and correctly programming the instrument for kit 32, post calibration results returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected results were obtained from a non-vitros biorad quality control using vitros chemistry products potassium (k+) slides lot: 4102-1201-0548 processed on a vitros 4600 chemistry system. Biorad lot: 46030 level 1 results of 3.75, 3.78, 3.79, 3.85, 3.77 and 3.79 mmol/l vs an expected result of 2.57 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected results were obtained from quality control fluids and no results were reported from the laboratory. Patient samples were affected, however, none of the patient sample results breached potential health and safety criteria and the results were not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).